Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an a backup insulin pump to resume insulin therapy. There was no adverse effect to customer's blood glucose levels.